Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74-year-old female patient presenting for cardiomyopathy. It was noted that during impella support, the patient began to experience numbness in their leg. The pump was subsequently removed as a result of the condition. The patient was considered stable following explant.